Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was making more noise than normal and that it had shut down while being used. The programmer remains in use. No patient complications have been reported as a result of this event.